Event description:
It was reported that the packaging for this sterile ultrapower bur is dry and cracking when touched, resulting in compromise of the product's sterility. This was noticed prior to use in surgery. There was no injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation results: the packaging for this bur was received for investigation and the reported problem was verified. The sterility of the product was compromised. An investigation is in process for this failure mode. A follow-up report will be sent upon completion of the investigation.